Event description:
It was reported that the procedure was to treat a heavily tortuous and 85% stenosed distal right coronary artery. A 2.0 x 20 mm non-abbott balloon caused a dissection. A 2.25 x 28 mm xience prime stent delivery system could not cross the lesion. A non-abbott mirocatheter and guide wire crossed through the posterior lateral artery and a non-abbott balloon was inflated to 6 atmospheres for anchoring; however, the xience prime still could not cross the lesion. The stent delivery system was withdrawn but the stent was dislodged. A 1.2 x 8 mm mini trek was advanced but could not cross through the dislodged stent. A 4 mm snare was successfully used to retrieve the dislodged stent. A non-abbott balloon catheter and non-abbott stents were successfully used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue wire. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.